Event description:
Initial reporter indicated that the site's handheld computer containing 7.1 programming software was having a "freezing screen at the interrogation screen and also a delay after a successful interrogation that is significantly longer than the usual time of 30-45 sec to get to the programming menu." The product is at the manufacturer pending completion of product analysis.